Event description:
The patient came in with middle cerebral artery aneurysm sized 6x4.5mm, the neck width was 4.5mm. During the procedure, the stent could not be deployed. The stent was replaced with another enc452212 stent (same lot) and prowler select plus (lot 15638603) to complete the procedure. The micro-catheter tip was not re-shaped. The vessel was not tortuous. A constant saline flush was maintained. No extra heat source. No damage was found at the stent and the microcatheter when they were removed from the packaging. Additional information received from the affiliate indicated that the stent cannot be deployed when it was positioned to the target. The stent got stuck in the microcatheter's hub. The microcatheter and stent were removed as a unit losing its target position. There was no resistance/friction into the microcatheter. No patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00462 and 1058196-2012-00463. During the treatment of a middle cerebral artery (mca) aneurysm the enterprise stent ((B)(4)) could not be deployed when it was positioned at the target site using a prowler select plus ((B)(4)) microcatheter. Therefore, the enterprise and microcatheter were removed as a unit. The devices were exchanged for another enterprise from the same lot and a prowler select plus (lot 15638603) to complete the procedure. There was no patient injury. The 38 year old female presented with a 6x4.5mm aneurysm with a 4.5mm neck. No damage was found on the stent or the microcatheter when they were removed from the package. The microcatheter tip was not re-shaped/no extra heat source was applied and the vessel was not tortuous. A constant saline flush was maintained and there was no resistance/friction during advancement of the enterprise system through the microcatheter. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10086765. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. An enterprise was found stuck inside of the microcatheter. The microcatheter was inspected and it was found compressed at 5cm from the distal end. The microcatheter was flushed using a lab sample syringe (nipro) and after that the enterprise was pushed through the device requiring additional force as resistance/friction was felt when the enterprise was passed through the compressed section found on the microcatheter. However, the enterprise was able to pass completely through the microcatheter. With microscopic examination there were no damages on the enterprise delivery wire coil wire or stent. The ID from the microcatheter was measured and was found within specification. The returned enterprise was able to be deployed out of the concomitant prowler select plus during functional testing; however, resistance was encountered during the deployment through the distal end of the microcatheter. The resistance/friction encountered with deployment of the enterprise was due to compressed area at the distal end of the microcatheter. The cause and timing of the compression could not be determined with review of the returned device. However based on the available information, this damage appears to have occurred during procedural use and if present when attempting to deploy the enterprise likely contributed to the reported event. Based on the reported information, the analysis, and the device history records review there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time.